Event description:
Caller states the pt tested approximately 6.0 inr on the coaguchek xs system and 1.8 inr on a comparison lab. Coumadin was held 1 day. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
While inserting the stent delivery system (sds) through the sheath, the stent dislodged from the balloon in the superficial femoral artery and had to be removed surgically. After prep it was noted that the stent still remained in its original position on the sds. A non sterile palmaz genesis on opta pro 10mmx29mm, 135 cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated, also it presents residues of blood. No stent was returned with the rest of the device. No other anomaly was observed in the returned device. The balloon was reviewed under microscope at 25x of magnification and the balloon presents marks of the stent. Controls are in place in order to detect any stent anomaly before leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged failure was confirmed. However the exact cause could not be determined; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
During a pta procedure, while inserting the catheter through the sheath, the sds genesis 10x29mm 135cm pro stent moved from its initial mounted place (on the balloon). The stent would be removed by surgery later on. The product was store, handle and prep per labeling instructions. After prep was conducted, the stent remained in the same position on the sds. The stent dislodged in the patient in the (cfa) common femoral artery, but it was removed from the patient the same day of the procedure. The target site was the (cia) common iliac artery. The procedure was completed with pta only. The stent is not going to be returned for analysis. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.